Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that several shocks were received with no device check in greater than one year. It was also reported that eight months ago the device was beeping. The device was checked and was unable to interrogate the device. There was also no response with the use of a magnet. The patient refused any intervention even with physician strongly advising device replacement. No further patient complications have been reported as result of this event.